Event description:
It was reported that sterile distilled water in the foley catheter did not drain during cuff test in the operating room. Per investigator's notification received on 16apr2025, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Attempted inflation with returned syringe and upon inflation asymmetrical balloon was found with concentricity of 100:0. Catheter balloon deflated within 1 minute 10 seconds. Also received 4 photo samples. First photo sample shows top view of outer packaging of tray. Second photo sample shows top view of catheter with syringe used during reported event. Third photo sample shows end of catheter with deflated balloon. Fourth photo sample shows inflation cap. Based on the sample received the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile distilled water in the foley catheter did not drain during cuff test in the operating room.